Event description:
It was reported that during a laparoscopic enterectomy, clips were loaded in closed condition. Also, the locking jaw did not properly catch the boss at other clips. The user stopped using the device and replaced it with a new one. No clip fell in the patient.

Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml lot # 73l1800729 was manufactured on 12/03/2018 a total of 288 pieces. Lot was released on 12/05/2018. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with the first clip out of position in the channel. The sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. A double feed occurred on the first attempt. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another. The top was bent. It's unlikely that the damage to the jaw was caused by the clip stack. It's possible that the jaw was damaged during use. The sample was received with 7 clips remaining in the channel, indicating that 8 clips were fired by the end user. The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips came out of position. A CAPA has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips not loaded properly" was confirmed based upon the sample received. One device was returned with the first clip out of position in the channel upon functional inspection, a double feed occurred on the first attempt. The sample was disassembled , and it was found that the clips were out of position and stacking on one another. The clip stacking prevented the clips from loading properly into the jaws. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue.

Manufacturer narrative:
(B)(4). A device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a laparoscopic enterectomy, clips were loaded in closed condition. Also, the locking jaw did not properly catch the boss at other clips. The user stopped using the device and replaced it with a new one. No clip fell in the patient.